Manufacturer narrative:
Eval: results: visual examination of the returned lead found that electrode 7 was damaged. The paddle was bent at electrode 7. Despite, the visual anomaly, the returned lead passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system including a surgical lead implanted peripherally to treat costo chondritis pain. The pt alleged that the stimulation from the scs system was not in the area of pain. Surgical intervention was undertaken on (B)(6) 2011 to address this matter. An x-ray was taken which revealed the pt's lead was bent and possibly damaged. As such, the physician replaced the lead. No further issues were reported.